Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when using the tube, foreign matter was found in the tube."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "when using the tube, foreign matter was found in the tube."

Manufacturer narrative:
H.6. Investigation summary status: confirmed parent ID: 5456314 catalog number: 367812 batch number: 1354655 the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 2 customer photos were received for review and analysis. The photos verify the reported issues of fm inside of the tube. Therefore, this complaint can be confirmed based on customer photo analysis. Based on the review of the photos and investigation results, this complaint is confirmed. Additionally, 30 retention tubes were pulled for visual testing. 0 of 30 tubes failed testing. Therefore, this appears to be an isolated incident and not representative of the overall batch quality. As the customer sample is needed to definitively identify the composition of the fm, the root cause of the red fm in the tube cannot be determined without the returned customer sample. Fm chute pans have been implemented at the unscrambler machines in order to catch loose fm, thereby mitigating this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.